Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2017 with the following findings: a review of the black box showed frequent low battery warnings. The pump current draws were within specifications. Moisture was found in the display. A leak was found in the pump case. The pump was opened to find moisture damage on the printed circuit board. Unrelated to the original complaint, the display was dim with a red hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump experienced a short battery life issue with multiple batteries. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.